Event description:
The user facility reports that post-cardiac catheterization, the tr band was not holding air and was slowly deflating on its own post-procedure. This resulted in hematoma, necessitating the replacement of the tr band or the application of manual pressure. Additional information received on 10 feb 2025: the tr band had 12 ml of air inserted. For access, a 6fr glide slender was used. It was noticed that the tr band had deflated within 30-60 minutes post-operation. The patient experienced bruising with a slight hematoma and was a non-intervention case with no lasting or unmanageable effects. To treat the hematoma, manual pressure was applied, and the hematoma was broken up manually. There was some oozing when the tr band was removed, and manual pressure was held until hemostasis was achieved. The source of the tr band's leak could not be identified. The patient is stable, and no hospital transfer was required.

Manufacturer narrative:
D6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted. E3: occupation: lead tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).